Event description:
It was reported, by a call to the hot line from the intensive care unit, that the registered nurse (rn) stated the acat pump screen had gone blank, but the pump was still pumping, rn said that the screen was white with green lines. The clinical support specialist (css) asked the rn to check the umbilical cord on the back of the control head. Rn stated that it was securely attached. Rn told the css that the pt was stable. Css asked the rn to power the pump down and back on, but this did not change the situation. Css told the rn that she would need to change to pump out for another one and have this one sent to biomed. The css stayed on the phone with the rn until the second pump was up and running.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.